Event description:
Customer's mother reports back to back testing on the same meter while using the aviva system with results of 400mg/dl and 190mg/dl. No quality controls were run during the call. No adverse event reported. A request was made for the return of the suspect product and a replacement was sent.